Event description:
A pt underwent a diagnostic catheterization, which then proceeded into an interventional/stent procedure. Following this procedure, an angio-seal device was deployed in a pt's right groin. Immediately following deployment, a 2x2 inch hematoma formed and oozing occurred. Shortly after the pt was transferred to the holding area, he experienced a vagal reaction. The pt was placed in a trendelenberg position and bolused with fluids. Upon examination of his groin size, a large hematoma was noted to have formed. The heparin drip was discontinued and manual pressure was held with control of the bleeding. The pt underwent a computerized tomography scan of the abdominal area, with normal results. The pt was then transferred to the intensive care unit for overnight observation, and then discharged home the following day. Follow-up with the facility shows that the pt remains without further sequelae.